Manufacturer narrative:
As reported, the polyethylene glycol (peg) of a 5f mynxgrip vascular closure device (vcd) was s sticking out where it might have been pre deployed. The doctor thought the sealant was exposed when he started shuttling down. It protruded out of the patient's skin on a heavier patient. There was no reported patient injury. The user is experienced to the use of the device. Other procedural details were requested but were not provided. <br /> the device was not returned for evaluation. The product history record (phr) review of lot f2521303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. <br /> the reported events of ¿sealant-sealant exposed prior to use-access site not lost¿ and ¿sealant-sealant misdeployment-partial¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on information available for review, it is not possible to determine what factors may have contributed to the pre-deployed condition reported or the partial deployment that occurred after sealant was deployed into the patient. However, prepping/handling factors of the device possibly contributed to the reported pre-exposure of the sealant, and subsequent sealant position on the device possibly contributed to the partial misdeployment of the sealant in the patient. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs during the device preparation step, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing.¿ it should be noted that if the device was grabbed by the catheter handle instead of the green or gray shuttle hub when removed from the packaging, the shuttle could detach from the black handle, resulting in the sealant being exposed prematurely. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the available information suggests that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the peg of a 5f mynxgrip vascular closure device (vcd) was s sticking out where it might have been pre deployed. The doctor thought the sealant was exposed when he started shuttling down. It protruded out of the patient's skin on a heavier patient. There was no reported patient injury. The user is experienced to the use of the device. Other procedural details were requested but were not provided. The device will not be returned for evaluation.